Event description:
Boston scientific received information that this pacemaker, right atrial (ra) lead and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2000 ohms. Additional information obtained from the field representative that the cause of high pli had not been determined but most likely due to subclavian crush. Subsequently, the pacemaker was nearing elective replacement indicator (eri) so there was a device changed. The system was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.